Event description:
The pt's pump was refilled and reprogrammed to deliver a higher dosage of dilaudid. Eighteen hours later the pt began having over dose symptoms (not specified). She was admitted to the intensive care unit, intubated, and given narcan. Her condition was reported as serious. The pump was reprogrammed to a stopped infusion mode in 2008. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Event description:
Additional information was received and it was reported that the pump was removed 5 years ago because the pump had ¿a malfunction¿. The patient was overdosed and it ¿shut her respiratory down¿. The patient was in a coma for 8 days. When they removed the pump, the patient was pain free for several years. No doctor could explain why she was pain free for several years. The patient¿s pain then returned. She tried patches/fentanyl and nothing had helped with her pain, so her physician was advising that she should have another pump implanted. The family was looking for a new pump physician as the patient¿s prior physician had retired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).